Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set leakage event on (B)(6) 2026. The leakage was at the site. No further information available.